Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus and evaluated, and the reported phenomenon was not duplicated / confirmed. In addition, the following non-reportable malfunction was found during the device evaluation: damaged / cut wire. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. But has not yet been evaluated. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the image is staticky and noisy and subject cannot be recognized on the camera head. The issue was found during preparation for use in the operating room. There were no reports of patient harm.